Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a non specific disease. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Tthe manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a non specific disease. There was no report of patient harm or injury. The manufacturer received new information that the device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of dust/dirt contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped. In this report, section d9, g3, h6 have been updated.